Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The customer declined recertification of the device. The device returned to the customer labeled not for clinical use. The battery used was not returned to zoll medical corporation for evaluation. The clinical data was not available for review as part of the investigation. No trend is associated with reports of this type.